Event description:
Reported one false negative sars result. Unknown if the patient was symptomatic or asymptomatic. No confirmatory testing completed. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.